Event description:
It was reported that the patient's merlin.net transmission shows the implantable cardiac monitor (icm) was over-sensing noise and experiencing r-wave amplitude variation. No intervention has been performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.